Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry to be the low reservoir alarm. The low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2014. The date had been misread for the refill and the patient did not hear the warning alarm. The patient experienced sudden symptoms of itching and spasms beginning on (B)(6) 2014. The pump was to be refilled on (B)(6) 2014. The patient recovered without permanent impairment. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4) implanted: 2006, product type catheter. (B)(4).